Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed check syringe plunger sensor. Functional testing was performed, and the reported issue was confirmed. It was verified that plunger tube¿s screws are loose that causes the check syringe plunger sensor issue. The device was repaired by tightening the plunger tube¿s screws.

Event description:
It was reported that the device's syringe plunger driver was loose. The device was returned, and evaluation confirmed the reported issue and identified it was responsible for, "check syringe plunger sensor," errors. There was no patient involvement.